Event description:
A pt, (B)(6), was injected with 1.5cc of radiesse dermal filler to the cheeks on (B)(6) 2011. One week after the injection, the pt developed inflammation and tenderness on one cheek. The pt was treated with antibiotics and the symptoms resolved. The radiesse had been mixed with lidocaine prior to injection, and blt was used as a topical anesthetic.

Manufacturer narrative:
Dr. (B)(6) requested to speak with one of the consulting medical directors for radiesse. The consult discussed hypersensitivity to the radiesse product. During a f/u with dr (B)(6) on (B)(6) 2011, he indicated that this pt has had no further issues with the areas injected. The device history records for radiesse lot 1026813 were reviewed; all required testing specifications were met prior to release, there were no abnormalities noted.